Event description:
It was reported that patient underwent a patient-matched ankle procedure on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2001, due to loosening of the talus. No further information has been reported at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "late postoperative complications can include", number three states, "loosening or migration due to malalignment of the components or loss of fixation."